Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 implant was dislodged and failed to engage.¿ there was a relationship between the reported event and the device. T1 was not returned. T2 and partial suture were returned separated from the device. There are extra knots tied at t2. The delivery needle showed a very slight twist toward the right at the distal tip. The depth limiter was attached to the device. The device cycled and actuated as expected. Review of instruction for use confirms instructions, precautionary statements and use recommendations. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use inconsistent with IFU recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Complaint history review found no other reports for this lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair, the t2 implant was dislodged and failed to engage. The surgeon removed t2 and t1 was left inside insitu in patient¿s joint and a backup device was available to complete the procedure with no delay or patient injuries.